Manufacturer narrative:
Based on fluoroscopic images, the presumed externalization appears to be extravascular, under the clavicle and is likely due to clavicular crush. This lead remains implanted and electrical function remains normal.

Event description:
It was reported that subclavian crush with externalized conductors was observed via fluoroscopy.